Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use on event on 25-may-2024.infusion set has been used for less than 1 day. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Insertion area was cleaned, air-dried and free from hair. Skin tac adhesive aides used at the area of insertion. Blood glucose level was 130-160mg/dl. Customer replaced infusion set and resumed insulin successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.